Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was post sensed t-wave oversensing. Programming changes were made, and the patient was stable before, during, and after.